Manufacturer narrative:
Patient information was unavailable from the site. UDI not available for this system. Other relevant device(s) are: product ID: 9733437, serial/lot #: (B)(4). There is no PMA / 510(k) number for this system because this event occurred on a system that is similar to a device that is marketed in the united states. A medtronic representative went to the site to test the equipment. The psu was replaced. The system then passed the system checkout and was found to be fully functional. The psu was returned to the manufacturer for analysis. Analysis found that the illuminator current on the psu was out of range. Analysis found that the reported event was related to a electrical issue. Device manufacturing date not available for this system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported the error lamp on the positioning sensor unit (psu) was illuminated. It was noted the procedure was complete with the use of navigation without issue. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome. Additional information received reported that the system also had error lamp lights.